Event description:
It was reported that the patient had a methicillin-susceptible staphylococcus aureus (mssa) infection. The patient was treated with oral administration for a long time since mssa was detected. The drug treatment was discontinued on (B)(6) 2024. The symptoms were improving, but it was to be considered that the symptoms may recur in the future. Treatment involved cleaning the skin penetration area and observing the penetration area by visiting care. It was also noted that there were no signs of infection after implantation. The fabric came in and out and the driveline was not fixed and kept moving immediately after the surgery. Therefore, it was considerate that the skin treble triggered the infection. Infection did not occur early.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial driveline infection. The fabric that was supposed to be subcutaneous protruded from the penetration area because "it was feeling sick" early after pump implantation. It was possible that this was related to the fact that the site was prone to contamination despite thorough disinfection and cleanliness. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024, and antibiotics were administered.